Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory also indicated pacing capture threshold in the right ventricle was rising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedances and thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedances and thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that reprogramming was completed. It was further reported that the rv lead was reprogrammed again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the physician decided to implant an ilr (implantable loop recorder) for surveillance and potentially use the pace/sense portion of the rv lead as a back-up pacemaker as the patient currently does not have clear criteria for ongoing ICD therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was completed.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted to the hospital and additional reprogramming for the rv lead was done where high voltage therapies were turned off.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, additional performance data collected from the device was received and analyzed. Analysis of this additional device memory indicated there was also oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, additional performance data collected from the device was received and analyzed. Analysis of the device memory also indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that remote monitoring network had error while enrolling implantable cardiac monitor (icm). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 to include the suspected mineralization of pacing ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient is in the hospital as they had received 41 inappropriate shocks for 13 ventricular fibrillation (vf) episodes and 200 high rate non-sustained ventricular episodes which were all due to oversensing of myopotentials on the rv lead. It was noted that bedside telemetry showed sr (sinus rhythm) when the patient had a shock. The rv lead is also exhibiting noise, high and undefined pacing impedance, and high and undefined rv coil impedance, elevated sensing integrity counter (sic) and egms (electrogram) showed double counting of suspicious noise. It is suspected that there is possible mineralization on the pacing ring and also a rv coil fracture. Reprogramming was done and when the patient did arm provocation movements with the new reprogramming changes no oversensing was seen. It was also noted that a lead integrity alert (lia) was triggered for the rv lead. Alerts were turned off for lead impedance, rv lead noise, and lead integrity alerts. It was also reported that there was atrial lead noise observed on the right atrial (ra) lead which was noted to not be sensed by the device. Additionally, it was reported that the implantable cardioverter defibrillator (ICD) wavelet was poor and inconsistent. They had attempted taking a template numerous times and matches were either 80% or 0%. Programming changes were made. However, one month later it was found that the wavelet template was still inconsistent. Auto collection was turned on so a new template would be collected. The rv lead, ra lead and ICD remain in use and will be monitored. No further patient complications have been reported as a result of this event.